Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was treated by the paramedics due to a low blood glucose reading of 20 mg/dl. The customer stated that her glucose meter was giving incorrect readings. The customer was treating what she thought were high blood glucose levels. Found that the customer was using test strips that had been expired for two years. Nothing further was reported.